Manufacturer narrative:
(B)(4). Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had high blood glucose. The customer was treated with manual injection. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.